Event description:
It was reported that following a laparoscopic oophorectomy procedure, the patient was brought back into the hospital. They reopened the patient and reinforced the staple line by suturing it. There was post-op bleeding reported and the patient required two bags of blood. She is in stable condition.

Manufacturer narrative:
Information anticipated, but unavailable at this time.